Manufacturer narrative:
The suspect device was returned to olympus and evaluated. A full inspection was performed. The scope socket was inspected and no problems noted. No image with 180 scope occurred due to faulty printed circuit boards. The device was repaired and verified operating within specifications.

Event description:
A user facility reported to olympus that no video from the scope was observed when using an olympus 180 series scope. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was patient board failure.